Manufacturer narrative:
Low battery alert less than 1 week not found during testing. Pump passed the displacement, sleep current, and active current test. Hardware low level alarm during self test and confirmed in the pump history due to broken trace on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had battery issue. The customer¿s blood glucose was unknown. The battery lasts less than one week. The troubleshooting was not performed. The insulin pump will be returned for analysis.